Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. By phone, the fse confirmed the error with the customer. The fse instructed the customer to inspect the main arm and noted that dried serum may be present inside the nozzle, which was likely contributing to the reported errors. The customer was able to remove the dried patient sample material and clean the nozzle with an alcohol swab. The customer validated the analyzer by successfully performing quality control run without error and within acceptable ranges. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 14jun2024 through aware date 14jul2025. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: (a64) sampling (specimen insufficient) cause: error detected in suction operation of loader (and beltline) specimen. The following messages will also be output simultaneously. Solution: take measures according to the errors output simultaneously. (2070) clogging detected during specimen suction by main arm cause: the negative pressure detected after specimen suction exceeded the standard. The specified amount of specimen may have not been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag). Solution: verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube and retry the measurement. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to a suction problem with the sample nozzle.

Event description:
A customer reported error message ¿a64 sampling (specimen insufficient)¿ when running quality control (qc) for ca 27.29 (carbohydrate antigen) on the aia-2000 analyzer. The technical support specialist (tss) instructed the customer to add more qc specimen and retry testing. The customer called back and is receiving error 2070 clogging detected during specimen suction by main arm. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.